Event description:
#Medwatcher #(B)(4). (B)(6) I had essure put in. It perforated my uterus. 53 days of hemmorhaging, extreme lower back ache, cramping and nausea and now hysterectomy for (B)(6) 2015.